Manufacturer narrative:
Multiple attempts have been made to obtain additional information, however no response has been received. Since no response has been received the exact "gore-tex" product used in the procedure could not be confirmed.

Event description:
On the television program ¿botched¿ on the (B)(6) season 6, episode 3 titled "¿bums, boobs and baklava¿, which aired on (B)(6) 2019 the patient reported he had an accident and smashed his face into a wall when he was twenty-five. He stated he went to see a plastic surgeon who told him he had to break his nose to straighten it and suggested that to build the bridge outwards, he would use a foreign material called "gore-tex,¿. He further reported that taking the advice of a friend, who had noticed some hair ¿sticking out¿ of his nose, he saw a beautician to get it waxed and days after he noticed the gore-tex was ¿protruding out of my nose.¿ he stated, it got infected and that the material started coming out. He reported he had to have a second surgery.